Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was over 600 mg/dl and 40 mg/dl. The customer stated that the insulin pump gives the no delivery alarm. The troubleshooting was performed for the no delivery alarm and the insulin was exited. The customer stated that the alarm did not occur during the manual prime an the event was resolved by changing the infusion set. The customer was treated with a insulin pump and the glucose for high and low blood glucose level. The device will not be returned for analysis.